Event description:
Upon interrogation of the device, five oversensing episodes due to the noise on the ventricular channel were observed. The physician believes that the cause was due to a lead anomaly. The physician decided to postpone the implant of a new lead in the next period. The patient is in good condition. The lead remains implanted.

Event description:
It was reported that on (B)(6)2010 the sense portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
Na